Event description:
Customer complained about experiencing high blood glucose due to not receiving insulin. Customer reported that the insulin pump is not sensitive enough to trigger the no delivery alarm. Customer was advised that a high pressure test can be performed to test the insulin pump functionality of the no delivery alarm. Blood glucose value was over 300 mg/dl nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.